Event description:
Consumer called to report concerns with pt's meter. While in the dr's office, her sugar level dropped and she went into grand mal seizures readings. Has been experiencing "blackouts" while using the paradigm link. Needed to call for medical assistance (emt) and received treatment via IV.